Manufacturer narrative:
Analysis of the cart (B)(4) fusion em system (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the field generator (B)(4) em mobile (lot #: 0400003241) found no fault, as the reported problem could not be duplicated. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional. Product event summary: damaged emitter product analysis #(B)(4). Findings and conclusions: reported problem could not be duplicated. The field generator was connected to a test system for an overnight burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional. Methodology: functional testing;visual/physical examination. Detail: awaiting field response/info. Usability: false. Able to duplicate the issue?: no. Failure mode: no fault found. Product ID: 9733560xom, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the axiem box and emitter were in red status in the emitter tracking details. No patient present.